Event description:
An ivtm therapy using a quattro catheter (lot #217027) was initiated. The customer experienced strong resistance during catheter insertion, leading them to suspect of a possible abnormality in the balloon shape. The customer used another catheter to initiate and continue the therapy. No additional information was provided. No patient injuries were reported.

Manufacturer narrative:
The reported complaint of strong resistance during catheter insertion, leading the customer to suspect an abnormality in the balloon shape, was not confirmed during visual and functional testing of the returned quattro catheter. No kinks or physical damage were observed on the catheter or balloons. No device malfunction was observed during the testing, and the catheter functioned as intended. Functional testing of the returned catheter was performed. All infusion ports and lumens were flushed without resistance. During the functional pressure leak test, the catheter was connected to a pressurized inflation device, and the balloons were fully inflated to 100 psi; no leaks or issues were found. The catheter functioned as intended. An additional guidewire test was performed: a known-good zoll guidewire was slowly inserted through the central lumen of the catheter, starting at the catheter tip, and exited through the distal infusion luer port without resistance. The guidewire could be passed through the entire length of the lumen with no resistance.